Event description:
It was reported that the user observed blood in the infusion line of the ilet system and subsequently changed the tubing and infusion site, after which they experienced hyperglycemia with readings up to 300 mg/dl for several hours. Symptoms included nausea. Outcomes included no medical intervention. Investigation included user interview and troubleshooting with education regarding use of backup therapy and temporary disconnection if dosing off-system. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was related to high glucose without confirmed device malfunction and that the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.